Event description:
Reporter alleged the customer obtained the results of lo (less than 10 mg/dl) and 90 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that the customer took 5 units of novolog insulin within 30 minutes of the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.